Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer complained of high blood glucose levels. The reported blood glucose reading was 415 mg/dl. The customer reported that earlier her blood glucose readings had been over 600 mg/dl. The customer did not feel well enough to perform troubleshooting, so paramedics were called to assist her . Paramedics arrived on the scene and treated the customer. Nothing further was reported.